Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with unknown saline breast prostheses. Right breast prosthesis deflation was determined. As a result, the patient underwent bilateral removal and replacement with mentor breast prostheses on (B)(6) 2018.

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. Brown material was observed within the device. During evaluation four rents were observed on the anterior aspect, measuring approximately 0.1cm each one. No other anomalies were discovered. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Without the benefit of additional evaluation of the device to include leak testing and microscopic examination, no further conclusion as to the cause of the rent can be determined at this time. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. At this time is not possible to determine the origin of the brown material. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
On 5/8/2018, mentor became aware that the correct date of event was (B)(6) 2018. Mentor also became aware that the replacement devices were the following: mentor smooth round moderate profile 475cc saline catalog #3501680 lot #7556284 sn #(B)(4) and mentor smooth round moderate profile 475cc saline catalog #3501680 lot #7556284 sn #(B)(4). The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).